Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing pain from their cardiac resynchronization therapy pacemaker (crt-p). It as further reported that the device was checked at the clinic and no malfunction was observed. It was noted that the device was planned to be replaced due to normal battery depletion and the replacement device would be placed more medially to improve comfort. The device is still in use. No further patient complications have been reported as a result of this event.